Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to sinus tachycardia. The rhythm subsequently accelerated into the ventricular tachycardia (vt) zone where therapy was exhausted. No adverse patient effects were reported.